Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow-up, possible myopotential and possible far-p wave oversensing were observed. A chest x-ray was performed but was inconclusive. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.